Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 9393610, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393610, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the cage broke during insertion.

Manufacturer narrative:
Product analysis observations: macroscopic and optical examination confirms the implant is broken into multiple pieces, not all portions of the implant appear to have been returned. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.